Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to turn on the pump screen. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support instructed the customer on how to press the button more effectively and confirmed the need to replace the pump. The customer was informed about the replacement process, including shipping and returning the problematic pump using a pre-paid label, and acknowledged the instructions provided.